Manufacturer narrative:
Date of report received 08 may19. MFR received date 15 apr 19 . The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the battery and completed .preventative maintenance and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed

Event description:
It was reported that the unit failed to power on. There was no patient involvement. Event date not specified; estimate used.